Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set fell off on 13-jun-2024 while swimming. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.